Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose level was 397 mg/dl. Customer was treated with insulin pump and was in emergency room. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated drive support cap appears normal. Customer was performed high pressure test and displacement test and it was passed. Troubleshooting was performed. The insulin pump will not be returned for analysis.